Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance, high impedance, and a spike in impedance. The rv lead also exhibited a high number of short v-v intervals, undersensing, t-wave oversensing (twos), and an increase in thresholds. The rv lead was initially programmed and later expanded and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.